Event description:
I had lasik laser eye surgery. When the procedure was being done, the flap that was cut on my left eye was very thin. Then, the computer on the laser machine crashed. It took a few minutes to re-boot. While re-booting, the doctor tried to keep my eye saturated with fluids. However, when the very thin flap was replaced, it had a wrinkle in it. The wrinkle caused blurry vision in a starry pattern. I had a second surgery done to smooth out the wrinkle, and it helped, but the vision in that eye will always be a bit blurry. Also, an overall consequence of lasik that I was not adequately informed of before the surgery is dry eyes. It is especially difficult overnight, and especially if I've had a alcohol to drink before going to bed. I can detect a drying of eyes after just one glass of wine. Sometimes my eyes get so dry overnight that I wake up with incredible stinging eyes in the middle of the night. I keep drops on my nightstand so that I can immediately put drops in my eyes when I wake up. I reach for the drops with my eyes closed.